Manufacturer narrative:
See d2a, d4, d10, g4, h4, h6 and h11. Complaint has been evaluated and is similar to: 1644408-2018-00519; 130-03-738, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient fell and broke their patella.